Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for investigation. No physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint. The device operated/functioned as intended. The device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: h3: device evaluated by manufacturer updated to yes. H6: method code updated to 3331: analysis of production records. H6: method code updated to 10: testing of actual/suspected device. H6: results code updated to 213: no device problem found. H6: conclusions code updated to 4315: cause not established.

Event description:
It was reported that the patient developed a burn on her left foot from using the sflx 2 coil for the bone healing system (bhs). The skin was red, purple, and itchy and had marks and blisters. The patient experienced pain below and on the surface of the skin. The patient was prescribed sylvadene cream by her podiatrist. The patient was advised to not use the bhs until the burn has healed. No additional patient consequences have been reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in august 2019. Medical product: biomet ebi bone healing system, catalog #:1067223. Medical product: medial column plate in left foot. Medical product: static screws in im nail in left foot. Medical product: talus screw in left foot. Therapy date: unknown. Customer has indicated the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device has not been returned.

Event description:
It was reported that the patient developed a burn on her left foot from using the sflx 2 coil for the bone healing system (bhs). The skin was red, purple, and itchy and had marks and blisters. The patient experienced pain below and on the surface of the skin. The patient was prescribed sylvadene cream by her podiatrist. The patient was advised to not use the bhs until the burn has healed. No additional patient consequences have been reported.